Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing, the bellows housing was damaged, and the condenser was leaking. The flow sensors, bellows housing, and condenser were replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.